Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros 3600 system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros 3600 system was not performing optimally. However, a definitive cause has not been identified as the investigation is still in progress. The investigation also confirmed that the samples involved were not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected, vitros trop I es results from two different patient samples while using the vitros 3600 immunodiagnostic analyzer. A vitros tropi es result of 0.242 ng/ml vs. A correct result of <0.012 ng/ml was obtained for patient a and a tropi es result of 0.140 ng/ml vs. A correct result of 0.026 ng/ml was obtained for patient b. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were identified before they were reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).